Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. (B)(4).

Event description:
The patient was undergoing a coil embolization procedure in the right ovarian vein using ruby coils and a px slim delivery microcatheter (px slim). During the procedure, while advancing a ruby coil through the px slim, the physician met resistance and the ruby coil pusher assembly became kinked. After removing the ruby coil from the px slim, the physician noticed that the outer surface of the px slim had a kink. The procedure successfully continued using new ruby coils and the same px slim. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the pet lock on the proximal end of the ruby coil pusher assembly was intact. The pusher assembly was kinked approximately 51.5 and 98.0 cm from the proximal end. The pusher assembly was incidentally fractured by the penumbra investigator approximately 98.0 cm from the proximal end. The coil was intact with the pusher assembly. The ruby coil outer diameter (od) and the introducer sheath inner diameter (ID) were measured and found to be within specification. Conclusion: evaluation of the returned ruby coil revealed multiple kinks along the hypotube. This damage likely occurred due to forcefully advancing the ruby coil against resistance. The ruby coil od and the introducer sheath ID were measured and found to be within specification. The px slim mentioned in the complaint was not returned for evaluation and, therefore, the root cause of the resistance could not be determined. Ruby coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.